Event description:
New information indicated that the patient was in good condition after the explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced. No patient symptoms were reported.